Event description:
The report company received from the affiliate indicated that during a stenting procedure in the iliac artery (right, left unk) the smart control stent jumped forward during deployment and was placed about 1.5cm distal to the intended position. There was moderate calcification and heavy vessel tortuosity at the target site. The lesion was predilated with 8mm diameter balloon (opera brand unk) after post-dilatation of the stent with the same balloon used for pre-dilation, another smart control was used to successfully cover the lesion and complete the procedure. There was no reported patient injury. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.